Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one sample. The following data was provided: initial result = 30 mmol/l, repeat = 20 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Service determined the cause of the discrepant result was the alnty c-series sample p. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results were reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further occurrences of discrepant results documented. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series sample p did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series sample p was identified.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one sample. The following data was provided: initial result = 30 mmol/l, repeat = 20 mmol/l no impact to patient management was reported.